Event description:
It was reported that a user experienced severe hyperglycemia while using the ilet after multiple accidental meal announcements and a recent infusion site change with a teflon inset; fingerstick readings exceeded 600 mg/dl, and the user later identified a bent cannula upon site removal. Symptoms included hyperglycemia without ketones or other reported symptoms. Outcomes included manual insulin administration, temporary disconnection from the ilet, and continued monitoring with plans to consult the endocrinologist. Investigation included troubleshooting for infusion-site integrity, assessment for leakage, verification of cannula condition, review of announced meals, and guidance on reverting to manual therapy. Investigation of this case revealed an infusion set/cannula problem consistent with a bent cannula and potential over-delivery announcements due to multiple meal entries, which can contribute to glycemic excursions. It was concluded, based on previously established findings for similar reports, that the cause was unclear with contributory factors including infusion set failure and user interaction with meal announcements. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.